Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez4093 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient carried a PICC catheter for one year from (B)(6) 2020 to (B)(6) 2021 due to regular chemotherapy. During the period, there was no abnormality in maintenance. On (B)(6) 2021, due to the progression of the disease, the patient needed to continue chemotherapy and the limb was replaced and the PICC catheter was implanted. On (B)(6) 2018, when the catheter was maintained, it was found that the catheter was broken 1 cm below the skin at the puncture site, and the fracture surface of the catheter was flat; the patient was not uncomfortable, and the catheter stump was removed from the body by interventional surgery immediately, and the catheter stump had reached the pulmonary artery.

Event description:
It was reported the patient carried a PICC catheter for one year from (B)(6) 2020 to (B)(6) 2021 due to regular chemotherapy. During the period, there was no abnormality in maintenance. On (B)(6) 2021, due to the progression of the disease, the patient needed to continue chemotherapy and the limb was replaced and the PICC catheter was implanted. On (B)(6) 2018, when the catheter was maintained, it was found that the catheter was broken 1 cm below the skin at the puncture site, and the fracture surface of the catheter was flat; the patient was not uncomfortable, and the catheter stump was removed from the body by interventional surgery immediately, and the catheter stump had reached the pulmonary artery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez4093 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.